Event description:
It was reported that the pt presented with lack of efficacy and tingling in the arm. Impedances were high, but not remarkable. At revision, it was found that the extension was broken with x-ray verification. The extension was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is complete. This report is being sent late as it was already late when received-sales.